Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with up arrow button did not respond due to corroded keypad trace. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The insulin pump was returned for analysis.